Manufacturer narrative:
Analysis of the lead (model # 338740, lot # 0205010293) found no significant anomaly. The outer insulation was cut. The conductor coils were crushed in several locations. Continuity was acceptable for all circuits. Analysis of the extension (model # 3708560, serial # (B)(4)) found the distal end of the conductor was broken up to transition point. Circuits #2 and #3 were open. The #2 conductor was broken 2.0 cm from the distal end. The #3 conductor was broken 2.1 cm from the distal end at the edge of the connector crimp sleeve. The #0 connector had incorrect setscrew impressions as well as impressions in the correct location. It was unknown which position the extension was in during implant. Analysis of the extension (model 3708560, serial # (B)(4)) found no anomaly. The extension also had setscrew impressions in the incorrect and correct locations at electrode #0. Continuity was acceptable for all circuits. Analysis of the stimulator found no anomaly.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The hcp interrogated the ins and saw high impedances (24,000 to 36,000 ohms) on both leads. The patient underwent an operation and all parts of the system were disconnected and checked. Despite multiple tests with an ens and ins the problem did not resolve. The hcp replaced the lead and connected the system, but the problem continued. The hcp then replaced the extensions. As he was still not satisfied, he replaced the ins as well. It was reported that there was no injury. After the procedure it was reported that the patient was very well with no therapy problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): lead model 3387-40, lot# 0205010293, implanted: 2012-(B)(6), explanted: 2012-(B)(6); extension model 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6); extension model 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.